Manufacturer narrative:
The technician replaced both foot end casters to repair the stretcher.

Event description:
Info received indicates the foot end brake casters rotate to the side when the brake is set and the bed is pushed.